Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. The return of the unit has been requested. To date it has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured.

Event description:
The customer reported that the coagulation function on the forcefxc generator would start on its own without keyed input. No patient was present at the time the issue was observed. No injury associated with this unit was reported. No additional information was provided by the facility.